Event description:
It was reported that an rn called from the nicu about a patient temperature being lower then goal temperature. It was reported that they were using auto mode with an esophageal probe and were unable to verify with secondary temperature due to the temperature being very low. The goal temperature was 33.5 which was reached in the am. Then during night shift the temperature started decreasing down to 31. The current water temperature is between 38 - 41.2. No alarms were beeping and the hoses and wrap feel warm to touch.

Manufacturer narrative:
It was found that the cause behind the drop in the temperature could not be determined. The support line nurse verified that the altrix was working correctly and suggested that the issue maybe with the patient. This issue was resolved for the customer by verifying that no further action needed from the stryker.

Event description:
It was reported that an rn called from the nicu about a patient temperature being lower then goal temperature. It was reported that they were using auto mode with an esophageal probe and were unable to verify with secondary temperature due to the temperature being very low. The goal temperature was 33.5 which was reached in the am. Then during night shift the temperature started decreasing down to 31. The current water temperature is between 38 - 41.2. No alarms were beeping and the hoses and wrap feel warm to touch.